Event description:
It was reported that there was a critical alarm due to a motor stall, which recovered after more than 2 hours. The patient presented on the day of report with the critical alarm heard. It was found following interrogation, there were a series of unexplained motor stalls in the logs since (B)(6) 2013. The pump was refilled on the day of report, and there was a volume discrepancy discovered. The expected residual volume (erv) was 6.9ml and the actual residual volume (arv) was 19ml. The reporter indicated that action was planned as there was discussion with both the patient and the health care provider (hcp) regarding the possibility of a revision. The patient had flu like symptoms and was hospitalized for dehydration due to throwing up so much. The patient also had a headache, pain and less than 50% therapy relief. The patient further felt they had gone through withdrawal symptoms during the month of (B)(6) 2013. The pump device was used to deliver prialt and dilaudid. Per the pump logs, there were multiple motor stalls and subsequent tube set messages 48 hours following the stall occurrences. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8590-9, lot# n323956, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that as soon as they learned of the pump alarming, they scheduled a pump replacement. The issue had been resolved as the patient received a new pump. The patient was noted to be doing well. The pump was filled with the same drugs and concentrations as the previous pump. It was later reported that the pump had gotten misplaced. The main contact had not seen or heard of the pump. It was later reported that the pump had been replaced on (B)(6) 2013. The pump had been located. It was to be mailed this week to be analyzed.

Manufacturer narrative:
Analysis of the pump noted multiple motor stalls and recoveries in the logs. The pump was received with a hard motor stalled that never recovery. During analysis significant residue and shaft wear on the upper shaft of gear 2 was noted. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. In conclusion, analysis noted anomalies on the pump motor gear train which included corrosion and/or wear and/or lubrication in addition to stall due to shaft-bearing. The portion of the catheter was noted to have dry drug or blood occlusion in the catheter body. (B)(4).